Event description:
Report received from (B)(6) stating that the device "was extremely stiff and not able to easily slide down the hand piece into the desired position." The device was being used during surgery. No injury or medical intervention occurred. The device was being used during a surgical procedure. The type of procedure and patient information is not available. No injury or medical intervention occurred. The device was discarded by the user facility. All available information has been disclosed.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If addiontal information becomes avaible a supplemental report will be sent. (B)(4).